Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # (B)(4). (B)(6). The device was manufactured from december 18, 2018 - december 20, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device had been filled with 3000mg meropenum in 0.9% sodium chloride to a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.